Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, and h6. H11: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed by the technician during evaluation, however, the products were returned drained of solution. As it is possible the reported "dust" was drained from the bag when it was drained to be sent in, the reported issue can neither be refuted or confirmed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported dust was observed inside an unspecified quantity of exactamix 500 ml eva tpn bags during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.